Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to the olympus singapore regional repair center. During the evaluation/investigation at the repair center the occurrence of error message e433 as well as several other error messages could be confirmed. Error message e433 can have different technical causes but in this case was caused by a defect of the hvps board. The hvps board was returned to the manufacturer, where the defect causing error message e433 was confirmed. Error e433 is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. This error message was therefore attributed to component failure. Error messages e140, e202, e001 and e002, which were also reported by the customer, are warnings by the system to indicate user error. They are not related to the defective hvps board. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined, and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation, or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, and during preparation for use, the esg-400 hf-generator issued error e433, and several other error messages. No further information was provided, but there was no report about an adverse event, or patient injury.